Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was 11.0 mmol/l. The customer stated that the plastic ring on the reservoir area was damaged. The customer mentioned that the ring was loose. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained serial number label and severely faded end cap address label.